Event description:
It was reported that the user awoke with a fingerstick glucose of 41 mg/dl after experiencing a high before bed, and the caregiver attributed the subsequent low to overnight basal activity and rem-related metabolism. Symptoms included feeling clammy and shaky. Outcomes included treatment with oral glucose tablets and recovery guidance to recheck and ensure glucose rose above 70 mg/dl, with no hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction or component failure identified, and the event was characterized as hypoglycemia with an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.